Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive escape, act and up buttons due to moisture damage on the keypad traces. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father called to report that the buttons were unresponsive. The customer's blood glucose reading was 400 mg/dl. The customer did not treat. No significant events occurred prior to the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device should be replaced. The caller stated that they wanted to think about returning their device.